Event description:
The customer reported that the intellivue x3 intermittently displayed a "speaker malfunction" inop. No information was provided whether sound was still coming from the device. It is unknown whether the device was in use monitoring a patient at the time of the reported issue. No death or patient.

Event description:
The customer reported that the intellivue x3 intermittently displayed a speaker malfunction inop. No information was provided whether sound was still coming from the device. It is unknown whether the device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.